Event description:
It was reported that the patient heard a noise from their device that was consistent with the magnet tone. Patient indicated that they live under high power lines. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and no anomalies were found.